Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2800 ohms. The physician believed the lead could be in adipose tissue. This lv lead remains in service. No adverse patient effects were reported.